Event description:
It was reported that the atrial lead was capped and replaced due to high thresholds. The left ventricular (lv) lead dislodged and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d284trk, implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2009; product ID: 419488, implantable pacing lead, implanted: (B)(6) 2005. (B)(4).